Event description:
Factory analysis of a returned cpu pcb board noted a runtime restart occurrence in the diagnostic history log found on the pcb board. There was no fault found during testing of the cpu board or a returned sensor pcb board. A restart during normal ventilation operation will open the safety valve while it performs additional integrity checks. When the safety valve is open, the ventilator is not providing breath support to the patient. The ventilator sounds an alarm and displays a visual message indicating the unit is in a restart sequence.